Event description:
It was reported that the procedure was to treat a lesion in the mid marginal vessel with mild tortuosity and mild calcification. The 3.5 x 8 mm voyager balloon was prepared per the instructions for use and advanced to the lesion for pre-dilatation. The balloon was inflated to 12 atmospheres (atm) for the first inflation; however, during the second inflation of 14 atm, the balloon ruptured. A stent was then placed successfully. The 3.5 x 15 mm nc trek was advanced for post-dilatation; however, the device could not cross the lesion and stent. A non-abbott balloon was used successfully for post-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.